Manufacturer narrative:
An event of device embolization and improper or incorrect procedure or method was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there were no intra-procedural difficulties, the implant depth was 4mm from the non-coronary cusp (deeper than the recommended 3mm), the annulus was heavily calcified, and there were no deployment or retraction difficulties during the procedure. It was also noted that annulus calcification caused the non-coronary cusp portion of the valve to look constrained, and the valve was re-sheathed more than two times. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that annular calcification contributed to this event. However, this cannot be confirmed. The reported incorrect procedure or method is related to the user re-sheathing the valve more than two times. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. The patient had heavily calcified annulus on computed tomography (CT) with an elliptical shaped annulus. The annulus perimeter was 75mm. The valve was loaded as per instructions for use (IFU) and got inserted into the patient and traced to the annulus without issue. During deployment. The valve opened at 80% with acceptable height, but there was a constrained look on the non-coronary cusp portion of the valve due to calcium in the annulus. A decision was made to recapture the valve and another deployment was made, but that time the valve was too deep and another recapture was made. On further deployment, the valve looked an acceptable height in both radiological views with a minimal leak. A decision was made to deploy the valve completely. The valve implanted at a depth of 4mm at non-coronary cusp (ncc) and 5mm at left coronary cusp (lcc). Initially the valve remained stable under fluoroscopy and echocardiography. During the time the doctors were preparing their equipment to measure hemodynamics, when they screened the valve again it was noted the valve had migrated above the annulus. The patient remained stable and coronary arteries remained patent. A medical decision as made to prepare a new second 27mm valve for implant. The first navitor valve remained implanted and positioned in the ascending aorta. The second navitor valve was implanted at a depth of 4mm at non coronary cusp 4mm left coronary cusp within the annulus with no leak and zero gradient. Patient remained hemodynamically stable. After the procedure, when the patient awake form general anesthesia and was not able to obey commands from the doctors. The patient was transferred to take a CT for brain to check a stroke was present. The patient had a right sided deficit. There was no ischaemic lesions noted on CT brain scan. The patient was reported stable, improving daily, discharge planning commenced.